Event description:
It was reported that a catheter shaft break occurred. The 12mm x 3.50mm nc quantum apex balloon catheter was inserted into an unspecified guide catheter. However during insertion, the catheter shaft broke. The balloon catheter, guide catheter and the unspecified guide wire was then removed as a unit. The broken parts of the shaft were inside the guide catheter. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and inner packaging pouch. The batch number on the returned packaging and device match the batch number for this complaint. There was blood in the wire lumen and on the outer surface of the device. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 30cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that a catheter shaft break occurred. The 12mm x 3.50mm nc quantum apex¿ balloon catheter was inserted into an unspecified guide catheter. However during insertion, the catheter shaft broke. The balloon catheter, guide catheter and the unspecified guide wire was then removed as a unit. The broken parts of the shaft were inside the guide catheter. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).